Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further information was provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10486, 1221934-2017-10487.

Event description:
The affiliate reported via email arthroscopic bankart repair. During the procedure, when the second and third anchors were inserted they broke off about a third towards the back of the anchor. They engaged fine and were easy to tap in until half way. They wouldn't go in as easily after halfway, then broke off after being fully inserted. Some pieces came out. The drill bit used was new. The drill guide was checked and there was nothing wrong with it. The anchors are still holding and are implanted currently in patient. No reported ae to patient. No reported delay to procedure. Additional information received: 8-15-2017: the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were retrieved with a arthroscopic grasper. Surgery was completed normally. The anchors or parts thereof remained in the bone and no additional anchors were used. The alternatives were readily available. No procedural or patient anatomy factors that contributed to the breakage. No surgical intervention planned. Most of the anchor remained in the bone and remained effective. There was no patient impact at this time. Surgeon is concerned that the anchors will hold.